Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was beeping like there was an alert, but no visible alert on the screen. Nurse cycled the power. Event log showed alert 11 (patient temperature 1 below low patient alert). Nurse stated the probe became dislodged earlier causing this alert. Therapy continued and no further audible alerts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was beeping like there was an alert, but no visible alert on the screen. Nurse cycled the power. Event log showed alert 11 (patient temperature 1 below low patient alert). Nurse stated the probe became dislodged earlier causing this alert. Therapy continued and no further audible alerts.